Event description:
Two pt samples with discrepant sodium results. Pt 1, initial result gave 134 mmol/l; repeated on same analyzer gave 140 mmol/l. Pt 2, initial result gave 134 mmol/l; repeated on same analyzer gave 143 mmol/l. Pt not adversely affected. The field service rep was unable to determine the cause for the discrepant results. Performance tests were performed which were within specs.